Event description:
On (B)(6) 2014, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that her onetouch ultraeasy meter read inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient reported that the alleged inaccuracy began at 9:45am on (B)(6) 2014. At this time the patient obtained blood glucose readings of ¿5.5 and 1.6mmol/l¿ with the subject meter performed within 20 minutes of one another. The patient informed the mss that she regulates her diabetes by self-adjusting her insulin dosage depending on her carbohydrate intake as well as based on subject meter readings. Previously that morning the patient had obtained a blood glucose reading of ¿11mmol/l¿ on the subject meter, which was ¿high¿ for her, so she took additional insulin in response to this. Immediately after obtaining the alleged erratic results at ¿9:45am¿ the patient felt ¿sweaty¿, had ¿funny eyes¿ and was ¿shaking¿, all of which she associated with having low blood glucose. At ¿9:45-10am¿ the patient self-treated by drinking cartons of orange juice and claims to have felt better one hour later. The patient added that she felt the extra insulin she had taken based on the subject meter reading was what caused her to experience these symptoms. At the time of troubleshooting, the customer service representative confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The patient¿s products were requested for evaluation. This complaint is being reported because the patient obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.